Manufacturer narrative:
The customer reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) message was confirmed during functional testing and review of the archive data. The root cause for the ua45 was due to the drive shaft not being at home position. A review of the archive data showed ua45 errors; thus, confirming the reported complaint. The autopulse platform failed the initial functional testing due to the ua45 displayed upon powering up the platform; thus, confirming the reported complaint. The drive shaft was rotated to the home position to remedy the problem. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final test without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Event description:
The customer reported the autopulse platform (sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) message that will not clear even after following the troubleshooting steps. This was noticed during shift check. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.